Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 598 mg/dl. Customer's other blood glucose value was 235 mg/dl and 213 mg/dl and 192 mg/dl. Customer reported that the infusion set had bent cannula. The customer did not provide details regarding symptoms and treatment of high blood glucose. The insulin pump was not expected to be returned for analysis.